Manufacturer narrative:
(B)(4). Medical products- stem extension straight 11mm dia x 100mm length(combined length 145mm) catalog# 00598801011 lot# 62098658, tibial component stemmed precoat catalog# 00598004702, lot# 62077715, tibial block and screws precoat size 6 10 mm thickness catalog# 00598800627 lot# 61800887, nexgen femoral component catalog# unknown lot# unknown. Report source: (B)(6). These products are used for treatment. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Unable to review device history records as lot identification is unknown. As per package insert nexgen cr, ps, cra, lps and lcck knee, loosening is one of the adverse effect of the tka procedure. However, without the opportunity to examine the complaint product, root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00353, 0002648920 - 2017 - 00354, 0001822565 - 2017 - 03605. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to lysis and loosening approximately 5 years post implantation.